Event description:
A malfunction alarm occurred with the customer's pump during pumping. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections as a backup therapy and was issued a replacement pump. The customer was also advised to return the malfunctioning pump using a pre-paid label within 10 days and acknowledged understanding the procedure.